Event description:
On (B)(6) 2013 the patient contacted animas alleging that she has been off the pump for the past two days and has been experiencing elevated blood glucose (bg) over 500mg/dl. The patient stated that she could not use the pump due to the pump failing but would not elaborate. The patient refused to complete troubleshooting and requested the pump be replaced. This complaint is being reported based on the allegation that a pump malfunction caused the patient to discontinue insulin pump therapy and subsequently experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.